Manufacturer narrative:
The pump is in the process of being evaluated. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility reported an infusion pump with a failure code 538:320:840:0000. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is unk.